Event description:
It was reported that the patient was not getting an adequate pain relief. The ipg was also difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to medical facility policy.